Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned in good condition. The hand piece was tested and it gave an error code 3 on the generator. Further testing confirmed that the crc/eeprom data was invalid rendering the hand piece non-functional. Additionally, the device was returned with a loose mount. The hand piece was disassembled, and a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported by the affiliate that after a few minutes no function. Another instrument was used to complete the procedure with no patient consequence.